Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/24/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: photo analysis: one photograph for with label identification as nw844 lot v9015 received for investigation. Upon preliminary photographic evaluation it has been observed that the provided photographs are of genuine ethicon manufactured product. Fixed and variable text (artwork color coding, manufacturing and expiry date) along with barcode matches with specimen artwork sample archived at site for product code nw844 and lot v9015. Upon visual inspection of suture and needle present in provided photograph it has been observed that the suture got separated from needle bore. In absence of complaint sample for physical verification actual cause cannot be outlined as what has contributed to detachment of suture needle from bore. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw844 lot v9015. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw844 and lot v9015 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 3.286 kgf and value at release was found to be 2.858 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 1.440 kgf. In addition, needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 2.555 kgf and value at release was found to be 2.598 kgf which meets the average usp requirement i.e. Nlt 1.100 kgf. All the individual as well as average knot pull tensile strength test values along with needle pull test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw844/lot v9015. No other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. Date sent to the FDA: 08/24/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Batch manufacturing records of nw018/v9015 was reviewed for any process deviation but no deviation was observed. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: what was the name of the procedure? Inguinal hernia repair what was the procedure date? (B)(6) 2021. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify - during use on the patient. What was used to complete the procedure? Another suture ( nw 844 ). In relation to needle, what is the approximate location of suture breakage? At the time of mesh fixation. Did the suture separate completely? Yes. Was there any adverse consequence associated with the patient? No. What is the current condition of the patient? Patient is fine.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2021 and the suture was used. During use on the patient at the time of mesh fixation, the suture broke. Another suture was used to complete the procedure. There were no patient consequences. Patient is fine.